Manufacturer narrative:
Per the user facility, the system was checked with two spare air bubble detectors, which both functioned as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) sensor was not responding. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 & h6. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. The pst connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd activated from the central control monitor (ccm), the abd instantly started alarming. The abd was activated multiple times and each time it would immediately alarm, and the error message could not be cleared. It was determined that the abd did not function as intended.

Manufacturer narrative:
Updated block: d9.